Event description:
Breaking of the intrafemoral prosthetic stem. Fatigue breakage. It was probably caused by bone reabsorption and bending forces on stem with small diameter. ((B)(6) hospital).

Manufacturer narrative:
The review of the device history record showed no deviations. All product features corresponded with the valid specifications of the waldemar link gmbh & co. Kg at the time period, when the item was produced. The visual inspection and x-ray images confirm a fracture of the modular stem located 30 mm above the taper connection. An analysis of the surfaces determined the characteristics of fracture. The proximal fractured surface was damaged in situ by movement and could not be analyzed. The distal surface indicates a fatigue fracture with a ratio of 90% versus a residual fracture with a ratio of 10%. By reason of this result and the clinical description that the fracture is probably caused by bone resorption and bending forces on a stem with relatively small diameter a product failure is not assumed.

Event description:
Breaking of the intrafemoral prosthetic stem. Fatigue breakage . It was probably caused by bone reabsorption and bending forces on stem with small diameter. ((B)(6) hospital).